Event description:
The customer reported their unicel dxh 800 coulter cellular analysis system leaked clear fluid, which was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye protection, and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds, however, the facility does have an exposure control / risk management plan in place. On (B)(4) 2012 a field service engineer (fse) found leak due to a piece of rubber in the nrbc mix chamber. The chamber was removed and chamber and lines were flushed. The fse cleaned the air mix temperature control (amtc) module and lines and verified instrument operation. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nrbc mix chamber during normal operation, and dxh cleaner during shutdown.

Manufacturer narrative:
The cause of the leak was a plugged nrbc mix chamber. (B)(4).